Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that nine years ten months post filter deployment, a CT scan demonstrated the filter perforated the ivc in multiple locations with one approaching the abdominal aorta. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and eleven months later, tenderness in the right lower quadrant and suprapubic area was noted. On the same date, computed tomography of renal colic showed infra renal inferior vena cava filter with its tip 1.7 cm below the left renal venous - inferior vena cava junction. Multiple tines were partially extruding from the inferior vena cava, one in particular was approaching the adjacent abdominal aorta. It was reported nothing to be done at this time regarding inferior vena cava filter. On the next day, the patient had lower back pain and abdominal pain. After one month, the patient had chest pain and inferior vena cava filter was partially visualized in chest x ray. After one month, the patient had tenderness at the lower back on deep palpation and chronic low back pain with bilateral sciatica was confirmed on x ray lumbar spine anterior-posterior and lateral. After one month, the patient had chronic low back pain and chest pain. Therefore, the investigation is confirmed for alleged filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2010. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and ten months post filter deployment, a computed tomography scan demonstrated that the filter migrated and perforated the inferior vena cava with one strut approaching the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.